Event description:
Reportable based on device analysis completed on 05sep2023. It was reported that the coil could not be deployed and had been stretched. An 8mm x 40cm interlock-35 was selected for use in mandibular arteriovenous malformation. During the procedure, multiple attempts were made to locate the coil for deployment, however it was noted that the coil could not be deployed. The device was removed, and it was noted that the coil has been stretched. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the main coil was detached.

Manufacturer narrative:
Device evaluated by MFR: the main coil and the introducer returned for the analysis. It is possible observed blood inside the introducer. Additionally, it was observed the main coil was stretched, detached and bent at the coil arm section. No more damages can be observed on the device. Under the microscope it was observed that the main coil was stretched, detached and bent at the coil arm section. The functional test could not be performed due only the main coil returned for the analysis. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.